Event description:
The customer reported a system failure fatal power error 10003. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a system failure fatal power error 10003. There was no pt involvement. The device was evaluated by a philips rep. The reported symptom was confirmed. The issue was isolated to the control pca. The control pca was replaced to resolve the issue. The device passed all testing and remains at the customer site for use. The control pca caused the error 10003 message. The malfunction was resolved by replacement of the control pca.